Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation that the coaguchek xs pst care kit gave a result of 24 instead of 2.4 inr. It is unclear if there is an issue with the display or if the meter is set in the incorrect unit of measurement.